Manufacturer narrative:
The evaluation of the returned used bur, item 00509322600, confirms the reported problem and found machined carbide bur tip detached from the shaft. Detached machined carbide tip meets print 201509312695, rev-aa specifications of .118 +/- .003. Suspect carbide bur tip, braze fillet joint did not meet required torque limit of 6 in-lbs. Torque testing was completed to destruction on a sample of burs. All burs tested met the minimum torque requirement of 6.0 in-lb. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 14 complaints regarding 16 devices for this device family and failure mode. During the same time frame 517,180 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00003. Per the instructions for use, the user is advised the following; do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed (B)(4) reported on behalf of their customer that the 00509322600, 3.0mm round bur's head came off the shaft during a hiparthroscopic procedure on (B)(6) 2019. The bur broke while they were processing the femoral head and gouging the greater trochanter. The procedure was completed with a back up bur. The piece was removed from the patient using a forcep. There was a 15-minute delay. There was no reported user or patient injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.